Event description:
It was reported that the patients left and right ventricular capture thresholds were increasing. The physician explanted and replaced both leads.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal and no anomalies were found. Damage found on lead was consistent with explant damage.